Manufacturer narrative:
A piece of the distal tip of the final positioner had chipped off during use, but was removed from the patient with no harm. These plastic tips can fracture due to mechanical overload from tamping forces that exceed its material strength and/or material wear and tear. Given this part has been in the field for a couple years combined with the tamping forces it receives, this failure is consistent with wear and tear.

Event description:
The tamp had a piece chip off during use and was removed from the patient. No patient harm or surgical delay occurred, they used a different tamp instead.